Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive and pump unexpectedly reset. Customer loaded a new cartridge and insulin delivery was resumed. Touchscreen was tested with tandem technical support and was found to be functioning properly. Customer reported time was incorrect by a couple of minutes. Customer required no further action. Customer's blood glucose was 201 mg/dl.